Event description:
Patient had a full revision performed. The explanted leads were discarded. No additional relevant information has been received to date.

Event description:
It was reported that the patient was interrogated to have high impedance. It was reported that patient has not fallen in the last year. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgery has occurred to date. No additional relevant information has been received.